Event description:
Two days after bilateral femoral osteotomies were performed the child died of pseudomonas.

Manufacturer narrative:
Production and sterilization records were checked for the products where lot numbers were provided. No deviations were noted for these devices. The hospital was contacted and their investigation concluded the smith & nephew devices used in the surgery did not contribute to the pseudomonas.